Event description:
The facility reported a pump with failure code 703. This problem was identified after use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703 was confirmed in the pump's event history file during product evaluation. During product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. The reported condition of failure code 703 confirms the defective uim pcb. The uim pcb was replaced and the device was tested.